Event description:
Customer reported device = 39 mg/dl. Customer called the ambulance. Ambulance tested customer on their device and result was low, however the value was not provided. Customer was given and IV and taken to the hospital. Customer was monitored until glucose went up to 95 & the 124 mg/dl before being released. No controls were used. A request was made for return product and replacement product was sent.